Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking-thumbwheel was able to be confirmed. The reported difficult or delayed activation-stent was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, immense forward pressure on the thumbwheel was used to deploy the stent. It should be noted the absolute pro vascular self-expanding stent system instructions for use (IFU) states: should unusual resistance be felt at any time, including resistance unlocking the handle or thumbwheel rotation, during either lesion access or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment, or deployment in an unintended location. Although it was noted the physician used force in the attempts to deploy the stent, the force applied seemed to be a reasonable clinical response to the difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement, interaction with the anatomy and/or inadvertent mishandling resulted in the noted bunched/wrinkled stent sheath preventing the shaft lumens from moving freely resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. Manipulation of the device in attempts to deploy the stent resulted in the noted multiple device damages (stretched/bunched/kinked inner member, smashed tip, multiple jacket bends/kinks) likely contributing to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 / improper or incorrect procedure or method - against resistance. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa). The 8.0x60mm absolute pro vascular self-expanding stent system (sess) was difficult to deploy but was eventually released and deployed in the target lesion after great force was pressed on the deployment handle. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.